Event description:
It was reported that patient presented for follow-up in clinic. It was noted that implantable cardiac defibrillator (ICD) exhibited myopotential oversensing leading to myopotential inhibition. Programming changes were made. Patient condition was stable.